Event description:
A customer reported that the adc device detached prematurely. The customer experienced headache, dizziness, loss of consciousness and reported going to the emergency room where they were diagnosed with hypoglycemia. No hcp treatment was reported but customer indicated self-treating by "just went to sleep." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device detached prematurely. The customer experienced headache, dizziness, loss of consciousness and reported going to the emergency room where they were diagnosed with hypoglycemia. No hcp treatment was reported but customer indicated self-treating by "just went to sleep." There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 ( addtl mfg narrative) was incorrectly submitted in the previous report. Correction has been made.

Event description:
A customer reported that the adc device detached prematurely. The customer experienced headache, dizziness, loss of consciousness and reported going to the emergency room where they were diagnosed with hypoglycemia. No hcp treatment was reported but customer indicated self-treating by "just went to sleep." There was no report of death or permanent injury associated with this event.